Manufacturer narrative:
1. Summary of investigation results: the investigation determined the event was consistent with an issue with the sample probe. 2. Summary of follow-up/corrective actions taken: the field service engineer replaced the sample probe. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable elecsys ft4 IV and elecsys ft3 assay results for 1 patient sample tested on the cobas e801 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.